Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use was unk. An opened rep device from lot number 330645h was received and evaluated. The device passed testing. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was being used to deliver leukodepleted red blood cells, at an unspecified rate via a plum pump. The nurse was attaching the secondary tubing set to the clave secondary port on the cassette of the tubing set when the nurse noted that the tubing below the clave second port was pulled, bent, and broken open. It was reported that normal saline solution had been delivering and the broken clave secondary port was noticed before the red blood cells reached the clave port. The customer contact reported leakage of a little kit of saline solution. It was reported that the tubing sets were replaced to initiate therapy. The unit of red blood cells was not replaced. It was reported that there was no delay of critical therapy for this pt. No medical interventions were reported.